Manufacturer narrative:
D9: product received date 10/8/2024. H3: one device was returned for repair with complaint of failed accuracy testing. Visual inspection showed the device was in used condition. Accuracy testing was performed, and the complaint was not verified. The expulsor was trimmed to correct the issue. The device passed all functional tests.

Event description:
It was reported that the pump fails accuracy by +7.9%. There was no patient involvement.

Manufacturer narrative:
E1: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.